Manufacturer narrative:
(B)(4) follow up emdr for device evaluation. The sample valve returned showed evidence of the internal blue silicone parts inside to be twisted which would have allowed leakage around the bi-directional valve. No lot number was submitted, therefore device history record could not be performed. Upon examination of the pleurx valve it was easily seen that the blue silicone component(s) inside the valve body were twisted which would allow fluid to have a passage around the bi-directional valve (leakage). Further examination showed that one of the components inside the valve was missing. The missing part would certainly provide an opportunity for the access tip (when inserted) to push the disc out of place as the sample indicates. The valve is provided to us completely assembled with two blue silicone parts which function as the bi-directional valve. This valve appeared to have been assembled without one of the blue silicone components. A quality notification is being sent to the vendor.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted upon completion of investigation. (B)(4).

Event description:
Safety valve is leaking. Patient doesn't want a new implantation. Hospital staff and sales reporter were trying to drain with lockable drainage line ((B)(4)). They mentioned it felt like something else is inside the valve. Blue silicone part inside the valve is visible while connecting valve with a access tip. Safety valve had to be changed. Neither patient injury nor medical intervention has been reported.